Manufacturer narrative:
The device history record could not be verified as lot number was not provided.  Review of the complaint history indicated this as the first reported incident for gown 90380nc. As no sample was provided, further investigation could not be conducted and the root cause could not be determined from this investigation. We will continue to monitor the trend for this type of incident and taken action if required.

Manufacturer narrative:
At the time of this investigation no lot number was provided, therefore the device history record could not be reviewed.  As sample was not available for further investigation, the failure could not be confirmed and the root cause could not be determined.  The complaint information was informed to the relevant sectors for their awareness. There is no additional action taken at this time, however, we will continue to monitor the trend of this type of incident.

Event description:
Based on the report received a tech had a reaction to the set up gown (90380nc). Tech was prescibed a 10-day course of dexamethasone and has been using own aloe/vitamin e cream for itching.